Manufacturer narrative:
(B)(4). This event was reviewed and found that no indication that the reported issue is likely to cause or contribute to a death or serious injury. Based on this information, this event no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4).after a distributor replaced the power adapter, the ventilator was returned to use.

Event description:
It was reported that a ventilator did not work on alternating current (ac) power but did work on battery power. The device had a no external power alarm, the mains indicator was off and there was no indicator on the adaptor. There was no patient involvement.